Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited infection. All available information indicates that as of this time, the rv lead remains in service. There were no adverse patient effects reported.